Manufacturer narrative:
Patient underwent uneventful cataract surgery in both eyes in (B)(6) 2019. Patient returned approximately one month post-lock-in indicating that the vision in her right eye had changed. Left eye refraction remained unchanged. The patient's doctor elected to explant the lens and implant with another light adjustable lens. The manufacturer's first awareness of the explant was 2/29/2020. The explanted lens is in process of being returned for evaluation. Device history record for the lens was reviewed. No issues were noted with the device history record.

Event description:
Patient underwent uneventful cataract surgery in both eyes in (B)(6) 2019. Patient returned approximately one month post-lock-in indicating that the vision in her right eye had changed. Left eye refraction remained unchanged. The patient's doctor elected to explant the lens and implant with another light adjustable lens. The manufacturer's first awareness of the explant was 2/29/2020.

Event description:
Patient underwent uneventful cataract surgery in both eyes in (B)(6) 2019. All light treatments were performed and completed in (B)(6) 2019 without issue. In the right eye, uncorrected visual acuity was noted to range from 20/20 to 20/30 prior to each of the light treatments. In the left eye, uncorrected visual acuity was noted to range from 20/40 through 20/80 prior to each of the light treatments. Approximately one month after the final light treatment, the patient returned and indicated that the vision in her right eye had changed (uncorrected visual acuity was noted to be 20/60). The left eye was not reported as significantly changed (uncorrected visual acuity measured to be 20/50). The patient had previously received lasik in both eyes and was noted to have a decentered hyperopic ablation pattern. The doctor elected to explant the lens in the right eye and implant with another 22.5 diopter light adjustable lens. Following the lens exchange, the patient is doing well with an uncorrected visual acuity of 20/20.

Manufacturer narrative:
Patient underwent uneventful cataract surgery in both eyes in (B)(6) 2019. All light treatments were performed and completed in (B)(6) 2019 without issue. In the right eye, uncorrected visual acuity was noted to range from 20/20 to 20/30 prior to each of the light treatments. In the left eye, uncorrected visual acuity was noted to range from 20/40 through 20/80 prior to each of the light treatments. Approximately one month after the final light treatment, the patient returned and indicated that the vision in her right eye had changed (uncorrected visual acuity was noted to be 20/60). The left eye was not reported as significantly changed (uncorrected visual acuity measured to be 20/50). The patient had previously received lasik in both eyes and was noted to have a decentered hyperopic ablation pattern. The doctor elected to explant the lens in the right eye and implant with another 22.5 diopter light adjustable lens. Following the lens exchange, the patient is doing well with an uncorrected visual acuity of 20/20. Device history record for the lens was reviewed. No issues were noted with the device history record. The explanted lens was received on 7/6/2020 cut into two large fragments. The cut was made through the center of the lens and was serrated/jagged. All options were exhausted to make useful measurements of the lens, but due to the lens damage, measurements could not be made. Based on the review of the information provided by the site and the device history record, there is no indication that the device malfunctioned.